Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("device location of device: ultrasound and x-ray showed something in uterus/uterus perforation") and abdominal pain lower ("severe lower abdominal pain, even when not menstruating") in a (B)(6) year-old female patient who had essure (batch no. 678819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included headache. Concomitant products included cilest (sprintec) and medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 for birth control. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("worsening of her headaches"), dyspareunia ("dyspareunia (painful sexual intercourse), painful intercourse") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, 1 month 31 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"). In 2013, the patient experienced the first episode of vaginal infection ("chronic vaginal infections, vaginitis,"), fatigue ("chronic fatigue"), weight increased ("weight gain") and migraine ("migraines"). In 2015, the patient experienced device breakage (seriousness criterion medically significant) and uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), the second episode of vaginal infection ("vaginitis"), fungal infection ("chronic yeast infections"), weight decreased ("weight loss"), back pain ("back pain"), arthralgia ("hip pain") and pain ("stabbing feeling while standing or sitting, jabbing feeling while walking and running"). The patient was treated with para-seltzer (excedrin), paracetamol (tylenol), ibuprofen (advil) and naproxen sodium (aleve caplet). Essure treatment was not changed. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, the last episode of vaginal infection, fungal infection, weight decreased, back pain, arthralgia and pain outcome was unknown and the abdominal pain lower, dysmenorrhoea, abdominal pain, menorrhagia, menstrual disorder, headache, dyspareunia, fatigue, weight increased, migraine and vaginal discharge had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, menorrhagia, menstrual disorder, migraine, pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased, weight increased and the first episode of vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to removed essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginitis, chronic yeast infections, migraines / headaches, migration of essure device location of device: ultrasound and x-ray showed something in uterus, possibly migrated essure/perforation (uterus), device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one, hip pain, lower abdominal pain, back pain and essure confirmation test not done added as events. Patient, reporter and product information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.